Manufacturer narrative:
This report is submitted on october 27, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). There are no plans to re-implant the patient with a new device as of the date of this report.